Event description:
It was reported that the patient stated experiencing a sudden incontinence and a "continuous stream" of urine with an artificial urinary sphincter (aus). The patient attempted to reactivate the device to no avail. The device was said to be around seven or eight years old. The patient would contact patient liaison if further assistance was needed.